Event description:
It was reported that a balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before reaching nominal pressure during the first inflation. The procedure was completed with a different device. No patient complications reported.